Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this complaint from the united states reports that a dual mobility liner was removed and replaced with a competitor¿ liner secondary to ¿an adverse tissue reaction¿. After several attempts no information has been forthcoming. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to patient condition, material in use or post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during thr revision surgery the or3o dual mobility liner 36/48 was taken out due to an unknown adverse tissue reaction. A competitor implant was used to complete the surgery. No significant delay reported.